Event description:
Rn states upon completing esophageal dilatation, md removed 54fr. Dilator and began removing marked spring tip guidewire from pt and met resistance. Md sent pt to have fluoroscopy done it found the distal end of guidewire was embedded in tissue at the ge junction. Pt was sent to surgery to have guidewire removed. Rn indicated surgery was successful and pt was released from hosp after 48 hours with no complications.